Event description:
It was reported that the pump was on, but the display remained black. The customer experienced a low blood glucose (bg) level due to the reported issue. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the bg. The customer reverted to an alternate method of insulin therapy.